Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was experiencing issues with the lock screen buttons. Customer¿s blood glucose level was not impacted. The customer reverted to an alternate method in insulin therapy.